Manufacturer narrative:
H.6 investigation: a review of the device history record was completed for sub-assembly #8607679 lot 9206576 manufactured 02-aug-2019 to 29-aug-2019 used in the claimed lot #9217782. The batch in question was analyzed for ¿damaged component¿ and ¿needle through catheter¿ tests and no records were found that could lead to the claimed defect.confirmed: bd was able to confirm the customer complaint for the claimed defect. After visual analysis of the sample and the quality notification history that may be related to the reported defect, it was possible to confirm the defect. Based on the investigations performed, it can be determined that a probable root cause for this complaint was misalignment in catheter placement.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was found damaged with the needle through the shield before use. The following information was provided by the initial reporter, translated from portuguese to english: "cateter damaged in its tip."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was found damaged with the needle through the shield before use. The following information was provided by the initial reporter, translated from portuguese to english: "catheter damaged in its tip."